Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6)sigadaptshort, sig power sigadaptshort lin short adapt sigpshell, sig power sigpshell control shell . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a robot-assisted esophagectomy, on the 3rd and 4th firing of the gastric tube creation. When an attempt was made to open the jaw of the cartridge of the powered stapler after firing, the surface of the cartridge melted and formed a shape that was attached to the tissue (which was not actually melted), so it was released while assisting with forceps. At that time, it was difficult to release the melted tissue fragment while pulling the suture. It was noted that treatment intervention was not performed. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. One staple on the reload were twisted staple. Damage to the cutting edge of the knife blade was observed. Functional testing found the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument melted. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.